Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an inguinal hernia repair on an unknown date and mesh was implanted. About 15 days after implantation, the patient experienced significant pain in the left testicle at rest and during activity (walking, physical exercises), abdominal pain (significant pulling sensations), severe constipation, nausea, fatigue, dizziness, difficulty concentrating, loss of balance. The patient reported the surgeon told them the condition was not due to surgery (inguinal hernia) and the patient was referred to a gastroenterologist. After examination (ultrasound of the testicle, blood tests), he found no problems. The issues arose after the surgery. Current state of the patient includes insomnia due to testicular pain, difficulty concentrating on work (sales engineer), lack of performance, impotence (couple's life), wasting time in the bathroom due to constipation, fatigue. No further information is available or could be obtained as reporter details have not been disclosed (confidential).